Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the samples, videos and photographs submitted for evaluation. Your report that the needle failed to completely retract was confirmed and the cause appeared to be manufacturing related. Two photos, two videos and sixty-nine 18g insyte autoguard devices from lot #4290671 were provided for investigation. The reported issue was confirmed from one video, one open sample, and one sealed sample. An inspection of the unused safety mechanisms before retraction revealed that the gel had dispersed around the needle hub on one sample. A functional test revealed that when the safety mechanism on the sealed samples were activated, the needles fully retracted without incident; however, the needle with the dispersed gel did not fully retract and the flash notch ended up catching on the blood control valve. A device history record review showed no non-conformances associated with this issue during the production of this batch. Our quality engineer inspected the samples, videos and photographs submitted for evaluation. Your report that the needle failed to completely retract was confirmed and the cause appeared to be manufacturing related. Two photos, two videos and sixty-nine 18g insyte autoguard devices from lot #4290671 were provided for investigation. The reported issue was confirmed from one video, one open sample, and one sealed sample. An inspection of the unused safety mechanisms before retraction revealed that the gel had dispersed around the needle hub on one sample. A functional test revealed that when the safety mechanism on the sealed samples were activated, the needles fully retracted without incident; however, the needle with the dispersed gel did not fully retract and the flash notch ended up catching on the blood control valve. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: issues with iagbc needle not retracting when button is pushed. Happened with multiple iagbc catheters from same lot. See comments for details provided by customer. We had an incident last night in our ed with one of the catheters we use for our patients. It was the bd insyte autoguard bc 18 ga x 1.16 in ref 382544. Please see below for the comments, and the attachments for visualization of the issues. Please let me know what the next steps are. This is form our house supervisor last night: with xx assistance we tested approx 10-15 cathalons with lot number 4290671. For this lot number there were some with expiration dates of 2027-09-30, and 2027-10-31. Of those tested, those with the expiration date of 2027-09-30 were indeed found to be defective. We tested approx 8, and with all 8 we were unable to disengage the needle. (B)(6): describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. The nurse that noticed the issue reports: she inserted the cathlon into the patient. Once she got flashback she tried to advance the catheter. Noticed the catheter would not advance. She then pushed the button to retract the needle. The needle did not retract. The nurse had to abort the whole IV due to it being defective. No harm to patient or staff (besides the patient needing another IV poke for IV access) near miss for patient (torn cathlon) and nurse (exposed needle).

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.